Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2021 due to loose hardware and a painful non-union. The devices were not returned to the manufacturer for evaluation. The device history records for the sk14 were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Feedback from the surgeon indicates the patient "walked too soon" immediately following the initial surgery resulting in a plantar gap at the tmt joint and bent plates which were discovered upon removal. Based on the available information, the patients post-operative activity likely led to loosening/bending of the hardware and the resulting non-union. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, along with warnings related to postoperative care. The surgeon addressed the site by revising it with new tmc devices. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2021 due to loose hardware and a painful non-union. The surgeon believes the patient "walked too soon" resulting in a plantar gap at the tmt joint. Upon removal the plates were also discovered to be bent and the site was revised with new tmc hardware.